Event description:
A physician reported a certas valve (ID (B)(4)) was implanted via l-p shunt in (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). During the postoperative follow-up, a crack was found in the lumbar catheter, leakage of cerebrospinal fluid was confirmed. Therefore, the valve and the lumbar catheter were removed on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The catheter was irrigated no occlusion noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. No possible root cause could be determined for the ¿a crack was found in the lumbar catheter¿ issue reported by the customer as the issue was based on a silascon lumbar catheter (manufactured by kaneka, product code: 702-jj).